Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she received no delivery alarms during bolus. Customer was advised to disconnect at quick release and perform fixed prime; insulin did exit the tubing. Customer removed the infusion set and the cannula was not bent. Customer stated she had changed the infusion set and received a no delivery alarm. Fixed prime was run again successfully. The site might have been occluded. Nothing further reported.